Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. It was reported that there was error 41541. Visual evaluation of the device found the error code 41541. The downstream occlusion (dso) sensor has a bubble. Error code 41541 is displayed in the device information and issue was replicated. The flex circuit sensor and the dso seal were replaced.

Event description:
It was reported that the device exhibited error 41541. There was unknown patient involvement.